Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator was checked one year post implant. It was revealed that there was noise on the atrial channel along with loss of capture. Additionally, there were pacing impedances greater than 2,000 ohms noted. The pocket was reopened and the competitor's right atrial (ra) lead was disconnected and tested through the pacing system analyzer (psa) with normal measurements. The lead was reconnected to the device and no further complications were noted. Lead measurements were normal and capture was obtained. No further adverse patient effects were reported.

Event description:
Subsequently, this device was explanted and returned for analysis. There were no allegations against device functionality at the time of explant.